Event description:
It was reported that the patient¿s stimulator was removed on feb (B)(6) due to an infection. The patient was not sure when the infection started but he went to the emergency room (ER) on feb (B)(6) because, it was leaking and he was hurting real bad, puss was coming out and a lot of fluid got under it. He went to the ER on saturday and they took it out on sunday morning. He didn¿t know when the infection started as the spot did not really heal since implant. The patient was talking to his healthcare provider (hcp) to put it back in because he wanted to delay the main surgery the doctor wanted to do. By using the stimulator he did not want to the strong medication. It was later reported that the patient had fallen down and the area of the implantable neurostimulator (ins) became infected. Upon physician examination it was determined that it was best to remove the stimulation system. X-rays were taken to check for lead placement. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).